Event description:
(B)(6) contracted to fabricate bar-retained, implant-supported full arch upper denture. After he insisted on extracting remaining teeth leaving me edentulous, but defrauded me with denture with flaws. He deliberately created and refused to correct despite harm and taking my money. Implant retained full arch screw-in upper denture fabricated from acrylic teeth on a card. Heavily patched area is sharp, cuts tongue, big lump of plastic and filed area impairs speech, sucking on area causes headaches, neck pain, gum pain/infection, obstructive airway. (B)(6). Refer to letter to (B)(6), united states food and drug administration which includes documentation and pictures. (B)(6) 2018-on advisement inspector general us consumer product safety commission.